Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the inability to recharge and the "no device found" issue was determined the patient responded with "forgot what it was". The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported the patient had not charged the neurostimulator (ins) in some time and the ins battery was depleted. Patient reported "no device found" on the controller screen. Patient confirmed they were unable to establish recharging. No further complications were reported/anticipated.